Manufacturer narrative:
Novocure's medical opinion is that the contribution of the transducer arrays to the skin inflammation/irritation cannot be ruled out. Medical device site reaction is an expected event with optune gio device use (ef-11 16% and 53% ef-14 optune arm).

Event description:
A 68-year-old female with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2025. During a review of medical records received by novocure on december 18, 2025, it was noted at a follow-up appointment that the patient had developed a small, scabbed lesion on her scalp. The physician's assessment indicated that the patient was tolerating the optune gio device well, and that the skin issues noted at a prior visit (date unspecified) had completely resolved following completion of the prescribed antibiotic course. Attempts were made to contact the prescribing physician; however, no response was received.